Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported three radial tears after a laser cataract surgery in the left eye. A vitrectomy was performed and the (iol) intraocular lens was placed. A nurse reported "pt is doing fine."